Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text (B)(6) 2018, (B)(6). Initial notes: cust is reporting that there is a big air bubble in her reservoir. Inquired what led up to the complaint. Customer response: cust sts that over the past 3 months, she has used 5 reservoirs that had air bubbles in them. Today, she is calling because she sts that her insurance is cutting her supplies quite a bit, and she would want to know if she could still use a reservoir with an air bubble in it. Air bubbles t/s per dop114-950. Adv to d/c from the inf at the qr. Approximate size of air bubbles is cust sts it's a "very big" bubble, 10-20 units bubbles. Air bubbles were noticed by customer: during filling process. Location of bubbles: closer to the bottom. Reviewed best practices for handling insulin for reservoir fill. Reviewed the fill reservoir technique. Adv to remain disconnected from the inf at the qr. Adv to remove the res from pump. Adv to check for leaks at the p-cap connection, inf tubing and res. Found: no leaks. Customer allowed for insulin to warm to room temperature prior to filling res. Customer has a res plunger available. Adv to remain disconnected from the inf at the qr. Adv to tap res to gather small bubbles into a large one then slowly push on the plunger of the res to remove air bubbles. Air bubbles were not removed successfully. Adv to change set. Explained interaction aftercare email. Cust changed the infusion set only and it worked. Customer's outcome pertaining to the complaint: cust is supposed to get a replacement set, but she sts that she does not want the replacement, and asked me not to send her one. Adv to call back if problem persists. Additional notes: cust sts she has a bg of 400 mg/dl. Offered to t/s, but cust declined and sts she will monitor, and if it does not go down after the set change, she will call back. On the t/s process, cust had a no delivery because she put the reservoir in the pump while there is still an air bubble in it. Verified if she wants to t/s for the alarm, but she declined. Expl to the cust why it happened. Ship: nothing / return: nothing. Complaints text (B)(6) 2018, (B)(6). Initial notes: cust is reporting that there is a big air bubble in her reservoir. Inquired what led up to the complaint. Customer response: cust sts that over the past 3 months, she has used 5 reservoirs that had air bubbles in them. Today, she is calling because she sts that her insurance is cutting her supplies quite a bit, and she would want to know if she could still use a reservoir with an air bubble in it. Air bubbles t/s per dop114-950. Adv to d/c from the inf at the qr. Approximate size of air bubbles is cust sts it's a "very big" bubble, 10-20 units bubbles. Air bubbles were noticed by customer: during filling process. Location of bubbles: closer to the bottom. Reviewed best practices for handling insulin for reservoir fill. Reviewed the fill reservoir technique. Adv to remain disconnected from the inf at the qr. Adv to remove the res from pump. Adv to check for leaks at the p-cap connection, inf tubing and res. Found: no leaks. Customer allowed for insulin to warm to room temperature prior to filling res. Customer has a res plunger available. Adv to remain disconnected from the inf at the qr. Adv to tap res to gather small bubbles into a large one then slowly push on the plunger of the res to remove air bubbles. Air bubbles were not removed successfully. Adv to change set. Explained interaction aftercare em go to record for full text.